Event description:
Solution was just being primed with this defective extension set: stopcock extension set with two high-flow 4-way stopcocks, ultrasite injection site, and spin-lock connector. When the IV solution was spiked, fluid leaked through a slit/hole in the tubing. Tubing sequestered.